Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that during a follow-up after implant, the battery curve showed a peak above 10 kohms and then an abrupt decrease to normal impedance. The displayed longevity was over 7 years.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during a follow-up after implant, the battery curve showed a peak above 10 kohms and then an abrupt decrease to normal impedance. The displayed longevity was over 7 years.